Manufacturer narrative:
UDI: (B)(4).

Event description:
The helix did not deploy as expected prior to implant. The lead was replaced. The patient is in stable condition.

Manufacturer narrative:
The entire lead was received for investigation and the helix was completely extended and within specification. After applying force to the connector pin, the helix could be retracted. Electrical testing found no anomalies. The damage noted was consistent with that occurring at the time of implant. The reported event could not be confirmed.